Event description:
Boston scientific crm received information that this product will be part of a system explant due to a patient infection. There have been no report of adverse patient effects to date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
If additional information becomes available, this event will be updated as necessary.

Event description:
In addition, the device displayed symptoms of erosion. Subsequently, a decision was made to remove this device. A surgical procedure was performed. This device was removed. No additional patient symptoms were reported.